Manufacturer narrative:
Imdrf device code a15 captures the reportable investigation finding of stent partially deployed. An axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed. Functional inspection was performed by sliding the catheter lock to the right to unlock the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position. However, the stent had slow expansion issue, after two hours the stent had not finished its complete expansion. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent difficult to deploy as this event occurred during the procedure. Taking all available information into consideration, the investigation concludes that there is not enough evidence to establish the cause of the observed problem of stent slow expansion. The observed problem of stent partially deployed is known and documented in the labeling; therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was to be implanted transgastric to the stomach. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat a 12 cm pseudocyst during an endoscopic ultrasound (eus) drainage procedure performed on (B)(6) 2024. During the procedure, the stent first flange was deployed. However, it did not open after 45 seconds. It was removed, and a second stent was used. However, the same problem occurred. A third stent was used and was successfully implanted. However, the stent first flange took 10 to 15 seconds before it opened. The procedure was completed with the third stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to stomach. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture; therefore, ar code 5191:2456 device: use of device issue- misuse has been added to the complaint record. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the stent was partially deployed. Please see block h11 for the full investigation details.